Manufacturer narrative:
UDI - not available due to unknown lot number. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record could not be conducted due to the lot number being unknown. A search of the complaint file could not be conducted due to the lot number being unknown. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported collagen outside of the patient's skin using the involved angio-seal device. The following information was provided by the user facility: the physician deployed a 6fr angio-seal device in the right femoral artery; after the physician set the anchor and pulled on the device, the physician noticed a majority of the collagen was outside of the patient's skin when pulling taught on the device; the physician noticed tenting at the subcutaneous level and believed the anchor was set under the skin and not in the artery; at this point the physician decided to cut the suture, remove the collagen and hold manual pressure; the anchor did not come out with the collagen; after holding pressure for 30 minutes, the patient was instructed to lay flat for four hours for recovery; an ultrasound was performed during recovery at the site of incision as well as down the femoral artery to the popliteal artery; blood loss was reported to be less than 250cc; the procedure was successful without further incident; the patient was reported to be stable and recovering; and the patient is in inpatient for other medical reasons.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. An evaluation of the complaint sample could not be performed due to the sample being unavailable. Lot specific trending could not be completed due to the lot number being unknown. Product specific trending for the past three years shows there have been no similar reports. DHR review could not be completed due to lot number being unknown. Based on the results of the investigation, the cause of the event is unable to be determined. The user technique and patient anatomy details are not known and many have contributed the event. No similar events were noted in the historical complaints database and in the absence of returned sample, no deduction can be made for the root cause. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.